Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
Pt returned approx 5 months post distal radius osteotomy with orif. The dorsal plate and radial column plates were broken. The pt denied any fall or sudden traumas to her wrist. A repeat orif was performed with removal of the broken plate and placement of new dorsal and radial plate.